Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, there was inappropriate sealing and cutting with the vessel sealer extend (vse) instrument. The movements of the vse instrument were not smooth. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was instrument issue involved no energy, delayed sealing and insufficient sealing. The cut function did not work as expected. The instrument worked but the results were not good. The seal cycle was completed and no tissue was cut. There was no bleeding occurred.